Manufacturer narrative:
B3: date of event is unknown. H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had accuracy greater than 6 percent. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D9: product received 16 july 2024. H3: one device was returned for repair in used condition. Visual evaluation found bent latch lock handle and lifting upstream occlusion (uso) seal. Customer¿s reported problem, "accuracy > 6%", was not verified by accuracy testing. Running three accuracy tests, the pump was found to be within manufacturing specifications. The device passed all tests with no issues. Recommend replacing the expulsor as a preventative maintenance. Could not duplicate the reported problem, preventative maintenance action taken. Replaced the expulsor assembly as a preventative maintenance. Also replaced uso seal, optic switch, keypad, overlay, rear label, expulsor assembly and latch lock. The device passed all functional tests after the repair.